Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). The patient is dependent and was symptomatic. The outputs were increased which resolved the issue. The patient was admitted to the hospital overnight for observation. Surgical intervention was performed and the lead was capped.